Manufacturer narrative:
Date of event: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that essential information on barrel of bd syringe¿ heparin 27gax1/2 1ml sanofi is partially erased.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) loose 1cc syringes. Customer states that the essential mention partially erased. Both returned syringes were examined and both exhibited blurred or partially missing scale markings. Also observed, one sample exhibited a bent barrel and the other sample exhibited a broken barrel. However, these issue were not seen in the photos provided by the customer, so these issues occurred during transit of sample return from the customer to bd. A review of the device history record was completed for batch # 8155676. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. Probable root cause of the missing print on sample one is from a blank spot or depression on the pad that did not allow the ink to fully transfer. Visual inspections for print cosmetic condition are performed every half hour per (B)(4) using test procedure (B)(4).

Event description:
It was reported that essential information on barrel of bd syringe¿ heparin 27gax1/2 1ml sanofi is partially erased.